Event description:
A customer had a problem with the goldenberg snarecoil, bone marrow biopsy needly. The customer reports "a 13 gauge x 3" bone marrow biopsay needle broke in the patient. The broken piece was retrieved with clamps. There was no harm to the patient. The patient was under sedation.